Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and urinary tract infection on (B)(6) 2018 with blood glucose of 1100 mg/dl. The customer was treated with insulin for 11 days. Customer was in intensive care unit. Customer experienced symptoms such as diabetic ketoacidosis. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.